Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, a blood leak was noted from the hemostasis valve of the swartz sheath after insertion into the left atrium when the dilator was withdrawn. The swartz sheath was exchanged, and the procedure was completed with no adverse patient health consequences. The hospital discarded the reported sheath.